Event description:
It was reported that during unpacking the device, stent damage was noted. When unpacking the taxus liberte' 4.0x8mm drug eluting stent, it was noted that the proximal portion of the stent was damaged. The procedure was completed with another taxus liberte' stent. As there was no patient contact, no complications occurred.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed distal stent damage. Two of the stent struts were raised. This type of damage is generally consistent with the device encountering some form of restriction during the insertion of the device. Visual examination of the hypotube revealed a severe kink on the hypotube. The kink was measured at approximately 55.7cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon protector and product mandrel were not returned with the device. Solidified contrast media was present inside the inflation lumen of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is handling damage as the damage occurred without patient contact during the unpacking/preparation.